Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that while trying to insert two sensors both have filled up with blood. Customer was frustrated because they had just started auto mode and now has only had one sensor work well. Customer last noted blood glucose was 53 mg/dl and treated with food. Offered testing and customer declined mentioning this is the first time they have been in manual mode in a while. Customer stated the site is actively bleeding. Customer stated blood is visible on the sensor connector. The insulin pump will not be returned for analysis.